Event description:
Related manufacturer reference number: 2017865-2023-03059. It was reported a patient's right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) presented with high defibrillation impedance. No changes were reported. The patient was stable.